Event description:
The dental implant fx3610swc was removed on (B)(6) 2018 due to the implant fracturing 1 year and 8 months after implantation. The patient has no significant medical history. The doctor noted that the implant crown was "done" on the feedback form. The patient has recovered without complications.